Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: the last basal delivery was on (B)(6) 2014. There were large prime volumes observed in the prime history. The total daily dose added up and equaled the programmed basal rate target. An ezprime sequence was successfully completed. The pump was able to load a 100unit (u) cartridge and was able to stop within +/- 2.5 u of 100 u. The original complaint could not be duplicated during testing. The pump successfully completed a 24 hour duration test and was found to be performing within specification. There was no damage found to the force sensor and no debris found to the cartridge compartment. Unrelated to the original complaint, the battery compartment was cracked, but an electrical connection was able to be maintained. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) over 600 mg/dl with diabetic ketoacidosis, abdominal pain, vomiting, and symptoms of dehydration associated with a large prime volume issue. The reporter alleged that after two priming attempts, one with 33 units, insulin was still not seen coming from the end of the tubing and the patient then connected to the pump and subsequently received air instead of insulin. Reportedly, the patient discontinued the insulin pump and remained hospitalized at the time of the call. It was reported that the patient was treated with IV glucose and IV fluids by their healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the pump needed 10 more units than normal to prime in order to see drops expel from the tubing. It was determined by cts that the pump was not priming the tubing during the load step. This complaint is being reported because the patient allegedly experienced hyperglycemia due to a large prime volume issue.